Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device hose had a leak. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformance's, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) twenty five times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where the device was returned after being used as a loaner unit and the bearings were replaced. This is not a related issue. Product review of the air dermatome on (B)(6) 2018 revealed that the calibration was out of specifications at the 0 setting only. The motor speed was within calibration specifications (5,090 rpm) and the control bar was in the correct position. The control lever torque testing was not performed. There was no leak found in the hose. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included recalibration of the device. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during product review there were no leaks found in the hose. The root cause of the hose having a leak cannot be specifically determined with the provided information since during product review there were no leaks found in the hose. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device hose had a leak. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.

Event description:
It was reported that during inspection, the device hose had a leak. No patient involvement.